Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: residual liquid or foreign material come out of the channel tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, distal end had foreign objects adhesive and the bending section cover had foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had adhesive residue at the distal end. The malfunction occurred during reprocessing and there were no reports of patient involvement.